Event description:
Reporter alleged that a patient received the results of 50 mg/dl, 82 mg/dl and 80 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated all strips were used or discarded, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Our customer has reported us via sales rep that the (B) (4) was found to be broken after a month and a half. The products were extracted (B) (6) 2010 and they are available to stryker.